Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 27-jun-2017, the fse replaced the wash probe and the substrate 3-way valve, cleaned the substrate syringe ports and tubing pathways, and verified the substrate dispense. The fse also updated the analyzer software. Follow up on 30-jun-2017 indicated that all controls were in range. The most probable cause of the reported event was a partial blockage of the substrate tubing.

Event description:
On (B)(6) 2017, a customer reported intermittent substrate purge failures when starting a new run on their aia-360 analyzer. As reported, the instrument was still operational. On (B)(4) 2017, a field service engineer (fse) was dispatched to address the reported event, which may have resulted in delayed reporting of prog iii, bhcg, fsh, e2 and lhi patient results. There was no indication of patient intervention or adverse health consequences due to the potential delay in reporting.